Event description:
Reporter alleged discrepant blood glucose values of 14 mg/dl back to back with a result of 142 mg/dl when testing was performed 5 minutes apart on the active system. Customer stated feeling low glucose symptoms at the time, so self treated with glucose tabs, orange juice, and food. The location of the alleged testing was not provided. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.